Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer changed infusion set due to high blood glucose and found a bent cannula. The customer's blood glucose was 560mg/dl, treated with manual injection. The customer's current blood glucose was 257mg/dl. Customer declined to perform high pressure test. Customer declined further troubleshooting.